Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one long60a device was returned in good visual condition and inserted through a cb12lt xcel trocar. The closing trigger and anvil were in the closed position and the firing mechanism in the return stroke with the knife not fully back. One ecr60w cartridge reload was received fully fired. In addition, clips were found lodged behind the knife, resulting in the firing mechanisms jamming. The clip was removed and the device was tested for functionality in the articulated position and the device fired and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The device was used with a white reload on the 6th firing. Three of the strokes fired as expected. On the fourth finally stroke, the blade did not returned and the device would not open. The device had to be cut off of the tissue to be removed. The device was articulated and had to be removed with the trocar from the patient. The blood loss was minimum, but the patient is in ICU with vomiting blood. There was no issue with the trocar. Additional followup: the surgeon has been inserviced. The surgeon has been using the device since it came out. Patient is stable and expected to fully recover.